Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an unspecified cartridge issue. The customer changed the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.